Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the ventricular lead was replaced due to high threshold. It was mentioned that the lead was replaced and clearly broken. During the same surgery the associated atrial lead was also exchanged.

Manufacturer narrative:
Combination product: yes. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical and electrical inspections. Solia s 53 sn (B)(6). The conductor coil and insulation were found squeezed and damaged 16 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. These damages probably occurred during the implantation procedure while tightening the suture sleeve to the lead body. Solia s 60 sn (B)(6). The conductor coil and insulation were found squeezed and damaged 15.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. These damages probably occurred during the implantation procedure while tightening the suture sleeve to the lead body. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.